Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. This issue is being investigated through CAPA.

Event description:
The customer reported to baxter (B)(4) regarding an hp microbore cath ext set with one-link needle free IV connect in which the peripheral catheter was blocked. The process step is during patient use; no patient injury/reaction reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation, however, it has not yet been received. Once it is received and the evaluation has taken place, a follow up report will be submitted. The product code reported in this complaint is not manufactured or distributed within the us, however, it is same or similar to a product manufactured or distributed within the us, therefore, it is being reported.